Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Device history record review was performed and showed no rejected inspections or quality issues during the production of the provided batch . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: DHR review for batch 7208721 (p/n 300912): all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208721 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause: root cause and CAPA not required as no defects were confirmed.

Event description:
It was reported a crack was found in the barrel of a bd 10ml syringe luer-lok¿ tip resulting in leakage of cytoxic medication. There was no report of exposure, injury or medical intervention.